Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A suction regulatory accessory replacement was provided to the customer.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9310-000 anesthesia gas machine had loss of suction because the suction regulator accessory is broken off at the base where the plastic hose connects to the shaft. This report was from a single source. This event did not involve a patient.